Manufacturer narrative:
B3: based on publication date of article being 08sept2020. Literature citation: li x, jin q and zhang x (2020) closure device-related thrombosis after anticoagulation with dabigatran in patients undergoing percutaneous left atrial appendage closure: case reports and literature review. Front. Pharmacol. 11:563920.doi: 10.3389/fphar.2020.563920

Event description:
It was reported via journal article that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman closure device was implanted with a good seal and no leaks. It was confirmed through transesophageal echocardiography (tee) that there was no thrombosis in the laa. Prior to the procedure, the patient was taking dabigatran 110mg twice daily for stroke prevention and post-procedure the patient was discharged on an 8-week course of dabigatran 110mg twice daily, followed by aspirin 100mg once daily and clopidogrel 75mg once daily for 6 months, then aspirin 100mg once daily for life. Routine follow up tee at 2 months, revealed thrombus on the surface of the 30mm watchman closure device. The patient was switched from dabigatran to warfarin with a target international normalized ratio (inr) or 2.0-3.0 for prolonged anticoagulation, followed by a repeat tee scheduled 8 weeks later. Tee check-ups later revealed the total disappearance of the thrombus. No transient ischemic attacks or bleeding-related complications occurred. Warfarin was stopped and aspirin 100mg and clopidogrel 75mg was initiated.